Event description:
Augmentation on 3/28/84 with silicone gel implants. Later the pt experienced bilateral capsular formation. Both implants were completely incapsulated and removed intact without ruptures.